Event description:
Caller reported a cartridge alarm 30, but there was no adverse impact to the customer's blood glucose level. The customer confirmed no previous reports of similar alarms, although consecutive cartridge alarms were experienced. Technical support (cts) decided to replace the pump and confirmed the shipping address for the new unit. The customer was advised to return the problematic pump using a pre-paid label within 10 days to avoid charges. Instructions were given on placing the pump in storage mode, and the customer was told to program settings and connect their cgm to the replacement pump. Replacement pump was sent without requiring a delivery signature.